Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on: (B)(6) 2009: patient presented with a pre-op diagnosis: degenerative disk disease/ spinal stenosis, l2-l3, l3-l4 and l4-l5. Patient underwent the following procedures: anterior lumbar discectomy. Anterior lumbar fusion. Application of prosthetic device. Allograft morselized bone morphogenic protein-2. Per op-notes: "good thorough discectomy was performed. Bleeding bone was encountered. Attention was then drawn towards sizing the spacer. Size 10 spacer was placed in the disk space and noted to be very loose. A wide size 12 spacer was then placed in disk space (l3-4), noted to be excellent fit, and x-ray confirmed good contact with the endplates. It was therefore decided to use a 28x33, 12mm, 4 degree spacer at this level. The spacer was then malleted into place filled with 2 sponges of rhbmp-2 from a large kit. Excellent fit was achieved. Again, for the l2-l3 disk space, crossing vessels were ligated and cut. The l2-l3 disk space was exposed again. The extended posterior decompression was visualized on fluoroscopic imaging by being able to place a curette posteriorly within the disk space. Attention was then drawn towards the sizing of the spacer. Again, 2 sponges of rhbmp-2 were placed within the cage and malleted into the disk space. Excellent fit was achieved. The patient tolerated the procedure well and no complications were reported as a result of the event. On an unknown date post-op patient alleged unspecified injuries due to use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.